Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. The patient is scheduled for replacement and has home monitoring. No adverse consequences reported.

Manufacturer narrative:
The device returned due to diagnostic anomaly. The cause of the diagnostic anomaly was most likely due to a programmer software issue. Based on device setting and usage information from the device image, the device performed to the expected longevity.